Manufacturer narrative:
D9: product received date 5/9/2025 h3: one device was returned for analysis. There were no previous services reported. Log events were reviewed and there were no errors related to complaint of cassette attachment error. Visual and functional testing was performed. Complaint was not confirmed or duplicated during testing. Probable cause of complaint was not determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had cassette attachment error. There was no patient reported patient involvement.